Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for critical error. The customer's blood glucose level was reported to be 73.8mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump received with critical insulin pump error and broken force sensor alarm was present in the format history file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Device received with scratched casing, minor scratches on lcd window, peeling of right side of keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, missing serial number label, corrosion in battery tube, moisture damage on motor home switch and moisture damage on all electronic assemblies.